Event description:
Acct reports "the biflow that was connected to a femoral line became disconnected when one of the line of the biflow separated from the biflow. No pt injury reported, states nurse was at the bedside and was able to apply pressure until another nurse brought another biflow.